Event description:
On (B)(6) 2012, customer reported that on the immage 800 instrument she observed liquid on top of the cuvettes. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and replaced two fluid filters. Fse cleaned the leak and performed alignments. This resolved the issue and no further leaks were reported.

Manufacturer narrative:
(B)(4).